Manufacturer narrative:
User stated he transferred from his chair, and after his transfer, the chair allegedly ran into his footboard of his bed, then into his wall. The user noted a smoke odor was present. The chairs programming parameters, service and maintenance history is unk at this time. It is also unk if the user powered the device off during his transfer to avoid an inadvertent engagement of the joystick. This area is covered in the users guide. Malfunction not confirmed. MDR filed as a conservative measure.

Event description:
The consumer states after he got out of his chair, the chair allegedly started going by itself, running into the footboard of the bed and wall of his apartment. He alleges the chair also has a smoking smell. No injury is alleged.